Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of the intraocular lens (iol) into the patients right eye, the injector went over the top of the lens and tore it. The lens was removed from the eye. An incision enlargement was required and the patient has recovered. The outcome does not significantly interfere with activities of daily life. No additional information was received.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/29/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens and one haptic was observed cut and the other haptic was bent. The condition observed is consistent with a lens that has been explanted. The reported issue iol torn was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and use in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.